Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a noise image due to broken r-unit. This event is caused by component failure of the r-unit (charged coupled device). The r-unit failure is an electrical/electronic component problem, but the cause of the r-unit failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited a noise image due to broken r-unit (charged coupled device). There was no patient involvement.